Event description:
Hill-rom rec'd a report from the account stating the brakes were not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
Hill-rom tech found two break caster not holding. Per the hill-rom svc manual the totalcare bed system required an effective maintenance program. We recommend that you preform a semi-annual preventative maintenance. We recommend that you preform preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the break casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the ires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the two brakes casters to resolve the issue. Based on this info, no further action is required.